Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and increased heart rate. No pacing spikes were noted on the electrograms (egm). Undefined high impedance, no capture and oversensing were noted on the right atrial (ra) lead on stored electrograms (egm). The implantable pulse generator (ipg) and ra lead remain in use. No further patient complications have been reported as a result of this event.